Event description:
This rv lead was implanted on (B)(6) 1996. A call to technical services on 10/25/2011 from a sales rep states that they are having some issues with undersensing of pvcs. Impedance is around 300 ohms. R wave is measuring 2.9mv and sensitivity was changed to 1 mv from 1.5mv. Reviewed lead values from implant and rv lead impedance was 340, r waves were 3.3mv - so not much change. Reviewed previous calls with rep as device had been programmed to unipolar sensing with sensitivity at 0.5mv and there was some oversensing so had been programmed back to bipolar on (B)(6) 2011 and now exhibiting undersensing of pvcs. Rep tested up to 1.5mv unipolar and appears to be sensing pvcs without oversensing. Patient has primarily felt irregularity when laying on side and occasional lightheadedness. Explained that patient may still feel these. Rep. States patient is in bigeminy. Had many pvcs by counters even with undersensing, but all singles or doubles. Rep is leaving device programmed to unipolar sensing at 1.5mv, dddr 60-90. Everything else is bipolar. Rep. Working with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).